Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system displayed noise on the right ventricular (rv) channel when the patient moved his arm. A loose device header was suspected, however, not confirmed. An invasive revision procedure was performed, and under fluoroscopy, the rv lead appeared to be fractured. Additionally, the right atrial (ra) lead appeared to be compromised. Once explanted, the device did not appear to be damaged. Rv impedance measurements were out of range and the rv and ra leads were surgically abandoned and were surgically removed at a later date. No adverse patient effects were reported during the procedure.